Event description:
It was reported that high impedances (>10,000 ohms) were reported on one of the lead components of the patient¿s implantable neurostimulator (ins). In addition to impedance testing, reprogramming was performed as diagnostic/troubleshooting actions. The cause of the high impedance was unknown. It was noted that the patient experienced less than 50% therapy relief to their low back and legs. The patient was scheduled for a procedure to replace both leads (one with high impedances) and the ins which was due for replacement. The patient was reprogrammed in recovery where full coverage was obtained. No other details or an outcome was reported regarding this event. Additional information could not be obtained at the time of the report. Should additional be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant products: product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2014, product type: lead. Product ID: 3550-39, lot# n213355, implanted: (B)(6) 2009, product type: accessory. Product ID: 3778-4, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. (B)(4).